Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used/ charged the ipg as recommended. In turn the ipg became inoperable. Subsequently the ipg was explanted and the patient is undergoing trial for different mode of therapy .

Event description:
Based on manufacturer device database, the patient received new ipg.